Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unspecified procedure, the t1 anchor from the fast-fix 360 was deployed successfully, but the t2 anchor could not be deployed. The needle was stated to be bent. T2 was removed but t1 was left in the joint. A back up device was available and used to complete the procedure with a delay of 3 min. No patient injury was stated.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is bent on two planes. The actuator is lodged at the distal end of the needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.